Event description:
Additional information received noted that impedances were checked at 3 and 4 volts with same high impedance outcome. The surgeon repaired erosion site and the device was left off to see if there is any change in the patient's dystonia until the patients next appointment with their healthcare professional.

Event description:
Additional information received noted that the cause of the event was lead/extension. Lead/extension eroded through scalp due to a wound from patient hitting his head. Elevated impedance on (not further specified). CT scan 2012-(B)(6) showed possible abscess formation lateral left posterior parietal skull. Surgical intervention occurred on 2012-(B)(6) involving explant of ins, lead, and extension. Dbs system was explanted due to wound not healing and drainage. Signs and symptoms included wound over system eroding through scalp. Hospitalization was required. Patient outcome was recovered without sequelae.

Manufacturer narrative:
Lead: model # 3387-40, lot # j0220012v, implanted: (B)(6) 2002, explanted: unknown; extension: model # 748251, lot # ngk018180n, implanted (B)(6) 2002, explanted: unknown; neurostimulator: model # 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; extension: model # 748251, lot # ngk018179n, implanted: (B)(6) 2002, explanted: unknown; lead: model # 3387-40, lot # j0220052v, implanted: (B)(6) 2002, explanted: unknown.

Event description:
It was reported that the patient had experienced some erosion at lead location and they were going into surgery to correct. The patient may have fallen and hit head. Regarding impedance: reading >2000 ohms on all of the unipolar pairs. At 4.0v impedances with all monopolar pairs were >2,000 with current of 12-14ua, all combinations with 0= >2000 with current of 18-23ua , 1-2= 1656 with current of 36ua, 1-3= 114 with current of 328 ua. Ins programming was c+, 1-, 2-. It was unknown how the patient's therapeutic response had been. The patient was already prep'd for surgery at time of reporting. No further troubleshooting could be performed at time of call. There was a reading of less than 250 ohms. Short was present for combination of 1-3. This was not used in programming. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-00940.

Manufacturer narrative:
(B)(4).